Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery indicator does not show less than 2 bars. The customer stated that she was not getting any battery alerts. The customer stated that this issue has happened for about 3 months now. The customer stated that the last battery change was 2 weeks ago. The customer stated that the battery did not last more than a week. The customer was advised to insert a new battery and wait 5 seconds. The customer was advised to monitor the pump and call back if problems recur.